Event description:
A surgeon reported on (B)(6) 2012 that a patient was experiencing neck pain, nine months from the implant on (B)(6) 2012. This is 1 of 1 report for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. Product development reviewed the hss report received: there is no new evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The findings of the report regarding the condition of the implant are consistent with the product development evaluation found in this complaint. No further action is required.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain or started to have pain again 9 months post operatively after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. The prodisc-c technique guide specifically states: performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants.

Event description:
Implant was removed on an unknown date.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information received indicates removal. Lot #: lot number was provided. Device was removed on an unknown date. Review of manufacturing records found all parts were manufactured to specification. (B)(4).